Event description:
It was reported by service report that the brakes are not holding and the power inlet was broken. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Power inlet.